Event description:
A report was received that a patient underwent a pocket revision to move ipg to new location because the current location is uncomfortable. The patient's ipg was moved to a new location and the patient is reportedly doing well following the revision.